Event description:
On (B)(6) I had implantable contact lenses or icl eye surgery to correct my vision. Lasik was not an option because of my thin corneas. Shortly thereafter, at a follow-up visit, the dr told me I had a cataract in my right eye as a result of the surgery. My right eye is also only 50/20. Follow up surgery to remove the cataract is necessary. It is my belief that a contributing factor to this side effect was the fact that the surgical light I was instructed to state at during surgery was not on, leaving me unable to focus on one particular spot.